Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed and anomalies were detected, specifically error with touchscreen interaction. It was noticed that the touchscreen was not responding properly when menus/options of the screen were press. The programmer was disassembled to isolate the defective component causing device defect. When the touch controller was swapped out for a known good unit, the defect disappeared. This confirms the failure of the touchscreen and the root cause of the failure is a defective touch controller. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Event description:
It was reported that this programmer was unresponsive during a software upgrade. The touch panel did not respond. No adverse patient effects were reported. This programmer has been received for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed and anomalies were detected, specifically error with touchscreen interaction. It was noticed that the touchscreen was not responding properly when menus/options of the screen were press. The programmer was disassembled to isolate the defective component causing device defect. When the touch controller was swapped out for a known good unit, the defect disappeared. This confirms the failure of the touchscreen and the root cause of the failure is a defective touch controller. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Event description:
It was reported that this programmer was unresponsive during a software upgrade. The touch panel did not respond. No adverse patient effects were reported. This programmer has been received for analysis.